Manufacturer narrative:
(B)(4). Antiback-up failure, orange indicator did not show up. (B)(4). The analysis results found that the device was returned in good visual condition. Upon functional testing, as the anti-backup feature was non-functional, two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was not visible. These findings are not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the case with no patient consequence.